Manufacturer narrative:
Additional information: disregard initial medwatch form as it was submitted in error. There is no issue against a product. Claim#: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced smaller vault compared to fellow eye. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.